Event description:
Nurse called stating that the customer went into the hospital due to an infection. During the hospitalization the insulin pump was removed from the customer and he went into diabetic ketoacidosis. Customer's blood glucose was 253 mg/dl at the time of call. Pump being returned. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.